Manufacturer narrative:
The patient reported skin irritation while using an epatch with flexwire configuration. The patient experienced multiple symptoms including irritation, itching, rash, and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed nystatine and triamtinolone medication. The patient did not discontinue use of the device or take a break in service despite the skin irritation. It was noted that the patient did not follow the recommended skin preparation instructions and instead used alcohol to clean the area before applying the device. The patient has a history of skin sensitivity/allergies, though specific details were not provided. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient did not follow the recommended skin preparation instructions and instead used alcohol to clean the area before applying the device. The patient also has a history of skin sensitivity/allergies, though specific details were not provided the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an epatch with flexwire configuration. The patient experienced multiple symptoms including irritation, itching, rash, and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed nystatine and triamtinolone medication. The patient did not discontinue use of the device or take a break in service despite the skin irritation. It was noted that the patient did not follow the recommended skin preparation instructions and instead used alcohol to clean the area before applying the device. The patient has a history of skin sensitivity/allergies, though specific details were not provided.